Event description:
It was reported that the devices in the or are not auto-assigning and causing patient data to show on the incorrect monitor. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Analysis was performed by remote service personnel who reached out to the customer for more information but the customer refused to provide more information. No diagnostics could be performed due to customer rejected to provide more information. The product malfunction was unable to be confirmed because the customer refused service and did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.